Event description:
It was reported that the patient lost therapy patient's following an unrelated surgery where monopolar electric instrument was used. The ipg did not communicate with external devices. Reportedly, the ipg was set into surgery mode prior to the surgery. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. (B)(6).

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the unrelated abdominal surgery, the patient reported having, where monopolar electric instruments were used. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.